Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the air dermatome on october 31, 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has two engagement pins and has a swivel o-ring. The master blade was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The width plates appeared to be in good condition with minor signs of over-tightening. The customer hose was not returned for evaluation. Functional tests/ repair of the air dermatome was performed by zimmer biomet surgical on november 1, 2016 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring. The service technician noted that they were unable to identify anything wrong with the unit that could affect the cut. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Prior to repair, the device operated within motor speed specifications and was outside calibration and side to side specifications at the zero thickness setting. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that the device produced a "poor shave". Additional information received on november 2, 2016 stated that the event occurred during surgery and that the surgeon used the dermatome and stated that the mechanism didn't take the graft evenly. There was no extension or delay in the surgery and the blade was placed properly for use. The dermacarrier was at room temperature when used and the proper surgical technique for the device was utilized. No medical intervention or additional surgical procedure was required and there was no harm, injury or adverse event to the operator or patient. The original device was utilized to complete the surgery. Although it was reported on november 2, 2016 that the surgeon was able to use graft, additional information received on november 4, 2016 stated that there was damage to the graft and the graft harvest was unable to be used; an additional graft was required.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. The customer also returned 1¿/1.5¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated the air dermatome two times. The last repair was december 14, 2015 where it was reported that the unit slips while in use and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, and hose were replaced. This is not a related issue. The air dermatome was manufactured on august 1, 2001, and is over 15 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.